Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic living donor nephrectomy procedure, the device cut tissue poorly and did not grasp properly du to tissue particles adhered to the hinge of the jaws. A new device was used to complete the procedure. No patient harm.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. The jaw operated properly upon actuation of the handle but failed a grasping test. The device was disassembled and damage to the probe housing groove was observed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damage to the probe housing groove is consistent with excessive material or an obstruction being compressed in the jaws as the trigger is connected to the groove and the jaws are closed. Any damage to the groove interface will result in the handle bottoming out and the jaws not closing completely. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.